Event description:
Procedure: esophago-gastrectomy. According to the reporter: a doctor found it impossible to fire using the idrive (product ID: unknown, s/n: unknown). The blue status indicator lamp was lit up. New sulu was opened to complete the case with no problem. No patient harm. The patient current status is reported as good. Operating time was not extended. No additional tissue resection. No tissue damage. Nothing fell into the cavity. No bleeding. No problem in release of device from tissue. Patient info: gender: unknown, age: unknown, weight: unknown note: the customer did not report if reinforcement material was used or not. No info of idrive adapter was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).